Manufacturer narrative:
No medwatch form was received.

Event description:
New information received notes that the death was not device or procedure related.

Event description:
There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time.